Event description:
Pt underwent an l4 to s1 lumbar fusion for grade 2 spondylolisthesis on (B)(6) 2018. On (B)(6) the pt presented to outpatient clinic for f/u with complaint of pain and numbness. X-ray showed the rod connecting the l4 to s1 screws had slipped on the s1 screws. The pt was admitted for re-exploration of the fusion on (B)(6). On (B)(6), pt had exploration and placement of l5 pedicle screws and l4-l5 transforaminal lumbar interbody fusion was performed. Pt discharged on (B)(6) 2018.